Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments with the extracting stylet stuck in the tip portion of the lead. Based on the length of the segments returned it was believed that some portions of the lead may have not been returned. Visual inspection revealed physical damage consistent with the explant procedure including coil stretching and deformation, lead body damage, insulation cuts, and insulation punctures. Visual inspection also revealed calcification on the lead insulation and distal spring electrode. Resistance testing of the distal lead segment failed due to the cables being pulled apart during the explant procedure. Resistance testing of the proximal lead segment returned normal values. Laboratory testing was unable to reproduce the reported clinical observations but it was suspected that the calcification seen on the lead may have formed a non-conductive barrier between the lead's shocking coil and the heart tissue and thereby gradually increased the impedance seen over time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. This rv lead was explanted. There is no evidence at this time that the rv lead was connected to a boston scientific device. No additional adverse patient effects were reported.